Manufacturer narrative:
UDI is unknown, no information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that gas continued to flow. The internal pressure would not be lowered. After the customer checked the product, it got back to working normally. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. Replaced the input manifold as preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. Previous service history was reviewed: this was not a problem related to previous device repairs.